Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic urological procedure, there was no lid inside the trocar to keep the pneumoperitoneum. When checking the product, there was lid inside, but the lid did not come back. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received a photograph and one device. The first image depicts a split photo, the image on the left is of the proximal end of the device, the valve seal is open. The image on the right shows the valve seal closed. The second image depicts an inside view of the valve seal button. The visual inspection of the device noted that the valve seal was broken. The obturator was received. The balloon and valve doors appeared intact. The insufflation bulb was not received. Pmv performed functional testing; covering the hole and using a test insufflation bulb the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.